Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was not working. They could not deliver a bolus. When they press the b button on the device, the screen would go blank with no information or time on it. They changed the battery but it did not help. The device had been exposed to sweat. There was no visible moisture damage on the device. The customer¿s blood glucose was unknown. Troubleshooting was performed. Nothing comes up on the screen after they press the act button. The button error alarm was not present in the alarm history. The insulin pump will be returned for analysis.